Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens was explanted. The exact date was not provided, but the best estimate is between 10/29/2018 and 11/02/2018. Therefore (B)(4) from planned explant to explant. The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: unknown, but the lens was planned to be explanted on (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxr00 intraocular lens (iol) was implanted in the right eye (od) of a female patient on (B)(6) 2018. Reportedly, the patient complained that the vision was poor, especially at night. The uncorrected distance visual acuity in the right was not good and she did not see well in dim light; the intermediate vision was just okay. An explant was scheduled for the right eye on (B)(6) 2018. Visual acuity (va) pre-op: 20/50, j2 with correction; 20/400 glare test; 1 day post-op: uc (uncorrected) distance: 20/40-2, uc intermediate: j7; 6 day post-op: uc distance : 20/30, uc intermediate: j10; 13 day post-op: uc distance: 20/40, uc intermediate : js; 25 day post-op: uc distance: 20/40, uc intermediate: j4; 2 month post-op: uc distance: 20/60+1, uc intermediate: j2; 6 month post-op: uc distance: 20/60, uc intermediate : j3. No additional information was provided.